Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this, and the malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer by providing information to reset the pump, and the malfunction code was resettable. After resetting, the malfunction did not recur, and the customer was informed to continue using the pump and to call back if any issues reappeared.